Event description:
A malfunction was reported with the pump after it fell into a hot tub, leading to an error that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a successful pump reset process, and advised them to contact a healthcare provider for a backup insulin delivery method. The customer continued using the current pump but agreed to return it to tandem. Technical support sent out a replacement pump with updated software and confirmed the shipping address, requiring a signature upon delivery. The customer was also instructed on the steps to take once the replacement pump is received.